Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4). On retained kit lot 155506 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000/ lot 155506 and device part number 195-430h / lot 152854. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 155506 showed that the complaint rate is (B)(4). In abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is possibly related to the specific patient/validation samples.

Event description:
The customer reported a false positive result with the binaxnow covid-19 ag card performed on (B)(6) 2021 on a direct tested nasal kitted swab. Repeat testing was performed generating positive results. Confirmation testing was performed with pcr generated negative results. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.